Event description:
During our routine repair process, our technician noted that an internal electrical component had emitted a spark.

Manufacturer narrative:
During our routine repair process, our technician noted that an internal electrical component had emitted a spark. As a fail-safe, the electric circuit was permanently terminated, causing the lack of heat that prompted the consumer to return the unit to our facility. Visual inspection of the unit revealed a broken wire near the thermostat, which had briefly sparked, however, there was no contact with the fabric foundation. We were unable to determine the cause of this event.